Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C55828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods since insertion"), menorrhagia ("periods with heavy bleeding since insertion"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and gastrointestinal disorder ("intestinal disorders"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, menorrhagia and pelvic pain with essure. The reporter commented: current condition of the patient: painful periods with heavy bleeding since insertion. For 2 and a half years, pain in the abdomen and pelvis, lower back pain and intestinal disorders. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C55828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods since insertion"), menorrhagia ("periods with heavy bleeding since insertion"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and gastrointestinal disorder ("intestinal disorders"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, menorrhagia and pelvic pain with essure. The reporter commented: current condition of the patient: painful periods with heavy bleeding since insertion. For 2 and a half years, pain in the abdomen and pelvis, lower back pain and intestinal disorders. Batch no c55828 production date 2014-05-10 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.